Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 240 units of insulin, and displayed an initial accurate fill estimate of over 60 units of insulin in the cartridge. Then, after delivering insulin, the insulin gauge updated to 105 units and remained static. There was no impact to the customer's blood glucose level. The customer confirmed that the existing cartridge would continue to be used. Although requested, no further information was provided on the reported event.